Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from an infection resulting in explant reported to stimwave on (B)(6) 2018, by (B)(6) therapy specialist (B)(6). The patient had a procedure performed on (B)(6) 2017, in which two (2) freedom-8 stimulators (fr8a-rcv-a0 and fr8a-spr-b0) and a sandshark anchor (shrk-all-1k) were implanted in the spinal cord for leg and lower back pain. There were no complications during the procedure, and the patient was discharged the same day. A few days later (exact date unknown), the patient reported to the implanting clinician that she massaged the implant site and inadvertently tore open her incisions because her back felt sore along the needle pathways. On (B)(6) 2018, the implanting clinician took x-ray images and determined that one (1) of the two (2) stimulators was displaced. On the same day, the implanting clinician re-anchored the displaced stimulator and re-sutured the implant site. Over the next few months, the patient reported decreased stimulation. After several programming sessions were unable to restore the level of pain relief obtained after the first implant procedure, the patient elected to have a revision performed on (B)(6) 2018. The two (2) original stimulators were explanted and replaced with two (2) new stimulators (fr8a-rcv-a0 and fr8a-spr-b0). There were no complications during the procedure, and the patient was discharged the same day. At the follow-up appointments with the implanting clinician (dates unknown), the patient reported that she felt anxious about the incision site healing progress. During these appointments, the implanting clinician observed the patient repeatedly touching the incision sites with her bare hands. The implanting clinician advised the patient not to touch the incisions and warned of the risk of infection, but the patient replied that "she had to feel them because she couldn't see back there." On (B)(6) 2018, the patient reported to the implanting clinician that she was experiencing increased soreness and fluid drainage at the incision sites. On an unknown date, the patient was referred to a wound care specialist who collected culture samples from the incision sites. On (B)(6)2018, the cultures were returned and reported to have tested positive for a staph infection. On (B)(6) 2018, the same implanting clinician explanted both stimulators to prevent further spread of infection. There were no complications during the explant procedure, and the patient is continuing to follow up with the wound care specialist to resolve any infection. Immediately following notification, stimwave quality and management reviewed the procedure and after care with the therapy specialist present at the implant procedure. The therapy specialist confirmed that the procedure was performed in a sterile environment, sterile field handling protocols were used, the implant was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. No complications arose in the implant procedure. To rule out any potential issues with product sterility, stimwave reviewed sterilization records on product from inventory, which confirmed the products from the same lots are sterile out of the package. The source of the issue was not traced back to compromised product sterility or operating room conditions. The implanting clinician believes the issue arose due to the patient not following post-operative instructions to refrain from touching or otherwise agitating the incision site. Thus, the patient's engaging in activities against post-operative instructions made her more susceptible to infection at the implant site and decreased therapy efficacy. The device did not fail to meet performance or safety specification. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is likely attributed to the patient's touching and agitating the incision site with bare hands; against the implanting clinician's post-operative care instructions. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. Infection is a known adverse event for spinal cord stimulation and the freedom scs system, and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. Stimwave was in constant contact with the clinical specialist starting (B)(4) 2018, regarding the complaint and the root cause investigation. Stimwave confirmed that the product was provided sterile, did not fail to meet performance and safety specifications, and verified that the surgery center had demonstrated compliance with sterilizations standard for implantation procedures for treatment. Stimwave has informed all parties that the stimwave product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer has determined that this issue is considered reportable as infection can be considered an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on october 22, 2018.

Event description:
Stimwave quality has investigated the details surrounding a complaint resulting from an infection resulting in explant reported to stimwave on (B)(6) 2018. The patient had a procedure performed on (B)(6) 2017, in which two (2) freedom-8 stimulators (fr8a-rcv-a0 and fr8a-spr-b0) and a sandshark anchor (shrk-all-1k) were implanted in the spinal cord for leg and lower back pain. At the follow-up appointments with the implanting clinician (dates unknown), the patient reported that she felt anxious about the incision site healing progress. During these appointments, the implanting clinician observed the patient repeatedly touching the incision sites with her bare hands. The implanting clinician advised the patient not to touch the incisions and warned of the risk of infection, but the patient replied that "she had to feel them because she couldn't see back there." On (B)(6) 2018, the patient reported to the implanting clinician that she was experiencing increased soreness and fluid drainage at the incision sites. On an unknown date, the patient was referred to a wound care specialist who collected culture samples from the incision sites. On (B)(6) 2018, the cultures were returned and reported to have tested positive for a staph infection. On (B)(6) 2018, the same implanting clinician explanted both stimulators to prevent further spread of infection. There were no complications during the explant procedure, and the patient is continuing to follow up with the wound care specialist to resolve any infection.